Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that during testing at the user facility, the device did not pass the distal occlusion test by continuing to infuse past 25 psi at the 6 psi setpoint. It was further reported that the customer confirmed the device did not detect a distal occlusion. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found during visual inspection that the distal pressure pin on the pressure detector assembly was broken. The device did not pass the distal occlusion test; however the device audibly alarmed for a distal occlusion during the 6 psi setpoint at 25.63 psi. The probable cause was due to physical damage to the pressure detector assembly.

Event description:
The customer contact reported that during testing at the user facility, the device did not pass the distal occlusion test by continuing to infuse past 25 psi at the 6 psi setpoint. It was further reported that the customer confirmed the device did not detect a distal occlusion. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.